Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after routine tonsillectomy/adenoidectomy, the patient had burns on both corners of the mouth, with the left being greater than the right.